Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly failed to obtain sample. It was further reported that the device allegedly got stuck when firing. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The first photo shows the label information provided in the photo was matches and verified with tw details. The second shows one maxcore device with both slides in initial position. Therefore, based on the photo review the reported failure to fire and failure to obtain sample cannot be confirmed. Therefore, the investigation is kept inconclusive for the reported failure to fire, failure to obtain sample as no objective evidence has been obtain from the provided photo. A definitive root cause for the failure to fire, failure to obtain sample could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.a definitive root cause for the failure to fire, failure to obtain sample could not be determined based upon the provided information

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly failed to obtain sample. It was further reported that the device allegedly got stuck when firing. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.